Event description:
Implanted with essure device in (B)(6) 2011. Began having multiple side effects after implantation. Severe headaches, changes in menstrual cycle, rapid weight gain, sharp pains in fallopian tubes, numbness in limbs, rashes, and dizziness. After several trips to the dr. With multiple tests, no reasons were given for these problems. Did extensive research, realized it was the coils causing the problems. Had them removed in (B)(6) 2015. All symptoms have stopped.